Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 85 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place and unable to perform displacement test due to broken reservoir tube lip and missing reservoir tube o-ring. (B)(4).